Manufacturer narrative:
Product event summary: various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non-returned controller and battery's manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation is looking into momentary disconnections. Additional products: 1650de/ (B)(4) evaluated by MFR: yes. Additional products: 1650de/ (B)(4) evaluated by MFR: yes. Additional products: 1650de/ (B)(4) evaluated by MFR: yes. Additional products: 1650de/ (B)(4) evaluated by MFR: yes. Additional products: 1650de/ (B)(4) evaluated by MFR: yes. Additional products: 1650de/ (B)(4) evaluated by MFR: yes. Additional products: 1650de/ (B)(4) evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional device related to the reported event: (B)(4) - battery / catalog number 1650de / expiration date 04-30-2016. UDI #: unknown. Device available for evaluation: yes, 05-12-2017. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Device manufacturer date: unknown. Labeled for single use: no. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Bat202945 - battery / catalog number 1650de / expiration date 11-30-2015 UDI #: unknown (B)(4). Bat204944 - battery / catalog number 1650de / expiration date 02-29-2016 UDI #: unknown (B)(4). Bat207099 - battery / catalog number 1650de / expiration date 04-30-2016 UDI #: unknown (B)(4). Bat207365 - battery / catalog number 1650de / expiration date 04-30-2016 UDI #: unknown (B)(4). Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
It was reported that power switching occurred. Batteries were exchanged, but the controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional batteries (B)(4) were identified to be involved in power switching and were added to the complaint. Additional device related to the reported event: (B)(4) - battery / catalog number 1650de / expiration date 31-mar-2016. Not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date 30-nov-2015. Not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.